Event description:
It was reported that the pt was re-implanted with another cl on (B)(6) 2013. To date no further info has been received.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.